Event description:
Dr used levulan kerastick on me for approx 15 keratosis on my forehead. I had been given a pamphlet re the treatment and discussed the treatment with dr. The treatment was to apply a topical medication to the keratosis, and then to treat them with photodynamic blu light -per the information in the pamphlet provided by the doctor.- got busy?!- had an assistant- she says a nurse; I never met the woman- do the procedure. After two other office assistants came in -- one gave me two vicodin and two valium, the other put the kerastick on my forehead. I was wheeled into another room while waiting for the solution to work prior to having the light treatment. -note: levulan's brochure and the doctor -- neither stated that this is a "two visit" procedure, so I was not aware that "it" was being done wrong by having it done in one office visit. During the course of the treatment, apparently they were supposed to have lights off as their office lights were those really bright "institutional" lights, and no light bright/harsh light -found out later- should be on the treated areas -- so I am not sure if is their lack of procedure - this part - that caused what has turned out to be permanent damage, or if it is the actual drug -- though that was not put on any part of my face except the 15 lesions on my forehead, or the fact that dr's office used a laser instead of the prescribed blu-u light -- and the disaster that happened is just because they burned my skin so badly with a laser -I was told it was to be passive-, but that levulan kerastick with the laser, burnt my skin so severely that my face swelled and was actively burning for over three months with multiple infections, swollen tissue and scars, and the laser was used around my eyes -no kerastick was used anywhere but my forehead, so this is what is confusing; why the kerastick would do this to my "whole face" -- I have lost my eyelids and have severe wrinkling not only on my eyelids, but also throughout my face, and two edemas directly caused by burns that continue to cause pain/swelling. Also enlarged pores, broken blood vessels, sagging skin, and swollen tissue in one of my nostrils -- I'm a mess. Levulan's pamphlet said the cosmetic results were excellent without scarring; my face is a mess. I am confused by their claim -- and would not have had the "very small" keratosis removed from my forehead if I had known what their product would do to me. I do not understand how using the product on my forehead allowed "spreading" to all areas of my face, including -- as above -- my eyelids are completely ruined and I need plastic surgery to fix -one edema/burn mark inside my cheek/mouth even- and all the other problems listed above - I am confused -and heart-broken - and this needs to be told within their literature that random "spreading" of the drug to other areas not being treated is a possible disastrous outcome. The doctor said that her staff's use of a laser was not the cause of my disfigurement, so it must be the kerastic that was used. Dose or amount: one application. Frequency: once. Routine: top. Dates of use: 2008. Diagnosis or reason for use: mild keratosis. Event abated after use stopped or dose reduced?: no.